Manufacturer narrative:
(B)(4). This is a multicenter, randomized, open-label study of quality of life in peritoneal dialysis. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by weakness and abdominal pain. The cause of the peritonitis was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intravenous moxifloxacin (0.4 g daily) for peritonitis. Three days later the moxifloxacin was discontinued. Two days after that, the patient was switched intravenous cefoperazone sodium (1g twice a day) and intravenous sulbactam sodium (1g twice a day) for peritonitis. Twenty one days after the event onset, the cefoperazone sodium and sulbactam sodium were discontinued. Thirty days after the event onset, the patient was discharged from the hospital and deemed recovered. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient was diagnosed with peritoneal dialysis related peritonitis (no further detail was provided) on (B)(6) 2016 and on the same day, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The peritonitis was reported to be associated to peritoneal dialysis (not further specified). Eight days after onset, the patient was hospitalized for the event in "a local hospital" and at this time the event reportedly "turned better". Two days later, the patient was hospitalized in "our hospital" (taken as moved to reporter's associated hospital). At the time of this report, the patient remained hospitalized for the peritonitis, unspecified treatment for the event was ongoing, the peritonitis was not resolved, and the patient was not recovered. Should additional relevant information become available, a supplemental report will be submitted.